Manufacturer narrative:
Concomitant medical product: 457445 lead, implanted: (B)(6) 2011. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited dislodgement. The rv lead was inactivated and replaced. The patient is a participant in the (B)(6) registry. No patient complications have been reported as a result of this event.